Event description:
The customer reported being in the emergency room due to high blood glucose. The customer stated that he had surgery recently and he is under medication. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was not bent or occluded. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.